Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). I called (B)(6) to follow up with his 8120 pca situation but no answer and left a message and see if he need further assistance. (B)(4). (B)(6) need assistance for 8120 s/n (B)(4) passed pm but when (B)(6) run the actual infusion using an approved syringe, he is getting an alarm patient occluded. (B)(6) tried multiple 8120 devices and he is getting the same results. I ask (B)(6) if he run a good known 8120 device, is it working? (B)(6) response, he never seen any 8120 working while running his infusion test. I also recommended to find a good known 8120 device and see if we can test it and if see if we can confirmed working. (B)(6) told me that he will find another good pca 8120 will let me know if that good known device is working. He will let me know how if can find a good known device. So far I have not heard from (B)(6) for the last 2 hours. I tried calling (B)(6) to follow up with him but no reply.